Event description:
Target at (B)(6) willingly sold a previously used and returned breast pump (a 5-year-old unit based on the serial number) to me. The corporation does not accept return of any medical device, regardless of the condition. I am stuck with a used pump after paying full price, and have no way of getting a replacement or a refund.